Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed differential background failures and replaced a broken pinch valve vl47a (cleaner pump to flow cell), resolving the reported issue. The failure mode identified could potentially impact differential and reticulocyte parameters; full or partial flow cell clog detector errors are the likely outcome. (B)(4).

Event description:
The customer reported differential background failures on the lh780 instrument. There were no erroneous results reported in connection with this event.